Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The cause of the customer reported problem was the defective downstream occlusion (dso) sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, dso sensor, and dso bezel.

Event description:
It was reported during set up that the pump did not recognize when a cassette was loaded, even though they have tried several. There was no patient involvement.